Event description:
A customer observed false negative results on a quality control fluid (assayed 2009) using vitros immunodiagnostics product anti-hbc igm reagent on the vitros eciq system. An alternate vitros eciq system reported positive results which were consistent with the quality control fluid assigned value. No patient result was reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this first sample event has determined that the root cause was instrument related. A luminometer signal processor board was replaced and the instrument was returned to working order. The event took place during an instrument crossover assessment and patient results were not being reported at the time.